Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient also was underwent a skin flap revision surgery during the explant and re-implantation surgery on (B)(6) 2024.

Event description:
Per the clinic, the patient experienced an extrusion of receiver/stimulator. The device was explanted on (B)(6) 2024, and the patient was re-implanted with a new device during the same surgery.